Event description:
Customer reported that the device failed to drain. No specific event details were provided. No adverse pt consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 02/06/2009. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.